Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant the physician was unable to get good parameters on the atrial lead. The lead was explanted and replaced.